Manufacturer narrative:
Lot number review: a review of suspect lot# 3269216 showed (B)(4) units were manufactured, tested, inspected and released in june 2016 citing no anomalies. Receiving review: 8/31/2016 - received the following: one used one ch2000s-pc, spinning spiros with purple cap, reported lot# 3269216. One new ch2000s-pc, spinning spiros with purple cap, lot# 3269216. One used baxter 50ml saline IV bag. One used carefusion pumpset. Connection setup: saline IV bag -> carefusion pumpset -> spinning spiros. The setup was flushed and no leaks were observed. The spiros was not disconnected from the pumpset during decontamination. Functional testing: a used ch2000s-pc spinning spiros was returned connected to the distal end of a carefusion pump set. The blue "c-clip" was in place on the carefusion male spin luer that was connected to the ch2000s-pc spinning spiros. A new/unused ch2000s-pc spinning spiros was also returned. The entire carefusion pump set with ch2000s-pc spinning spiros fluid circuit was pressure leak tested (activated and unactivated). There was no leakage observed at any location along the fluid path and no leakage with the ch2000s-pc spinning spiros. The new/unused ch2000s-pc spinning spiros was pressure leak tested (activated and unactivated) with no leakage was observed. Final analysis summary: the complaint of ch2000s-pc spinning spiros leakage was unable to be confirmed or replicated on the used as well as new assemblies returned for investigation. Both ch2000s-pc spinning spiros assemblies performed as outlined in the product performance specification without leakage.

Event description:
Complaint regarding one ch2000s-pc, spinning spiros with purple cap, lot# 3269216 (mfd. 06/16). Report states, spiros leaking at distal end of a large volume carefusion set. Unprotected chemo exposure reported due to leak with no physical contact to the patient or clinicians. No adverse patient or operator consequences reported.